Event description:
The pt reported receiving a low battery alarm. Upon removal from the pump, the battery was warm to the touch. The pt inserted a new battery and reported the pump was functioning properly.

Manufacturer narrative:
The pump was returned to animas for eval. The battery in question was not returned with the pump. Eval found that pump powers up properly and the power circuit does not draw excessive current. The pump was run for 24 hours with no evidence of overheating.